Event description:
It was reported that non sustained lead noise due to intermittent oversensing of p-wave on the ventricular channel was observed. Recommended programming changes were made. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.